Event description:
Biomérieux became aware of a publication reporting false susceptible ampicillin results for shigella species in association with the vitek® 2 hp rp5800 pc-wes7. Biomérieux contacted the author from the united states, who confirmed that there were three isolates with discrepant ampicillin results between vitek and etest®. The author agreed to collaborate with the biomérieux internal investigation.

Manufacturer narrative:
Biomérieux became aware of a publication reporting false susceptible ampicillin (am) trimethoprim/sulfamethoxazole (sxt) results for shigella species in association with the vitek® 2 hp rp5800 pc-wes7. An internal biomérieux investigation was initiated and the author of the publication was contacted who confirmed that there were three (3) isolates with discrepant am results between vitek 2 and etest®, and four (4) isolates with discrepant sxt results between vitek 2 and etest. Multiple attempts were made to obtain strains and/or lab reports; however, they were not made available. Without the isolates, it was not possible to confirm a vitek 2 discrepancy compared to reference method. A complaint history review was completed for the issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.